Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 131 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. Customer stated she tests three times a week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results. Customer calling state that the meter is giving about 20 mg/dl higher. Customer compare the meter to her mother's meter and she is also getting 20 mg/dl higher.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 131 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. Customer stated she tests three times a week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is 02/07/2017. The meter memory was reviewed for previous test result history: the 115mg/dl (B)(6) 2017 10:02 am fasting: yes, the 124mg/dl (B)(6) 2017 12:00 pm fasting: yes, the 122mg/dl n/a 12:00 pm fasting: yes, the 131mg/dl n/a 12:00 pm fasting: yes, the 117mg/dl n/a 12:00 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer calling state that the meter is giving about 20mg/dl higher. Customer compare the meter to her mother's meter and she is also getting 20mg/dl higher.